Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead had noise and oversensing. This led to inhibition of pacing and the patient experiencing syncope. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.